Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report

Event description:
Our affiliate is reporting the following to us: "procedure: meniscal repair. Omnispan deployment gun would not fire second backstop, gun jammed. Surgeon has used numerous times with success, this time it seized up. First backstop deployed perfectly, 2nd would not. From the theatre and dr. (B)(6)". This omnispan gun was faulty as it fired perfectly the first shot and then the spring would not retract, so wouldn't fire the second shot." Deployment gun available for investigation. Exp 04/2014. 228142 omnispan meniscal repair system 27 degrees with back stop was used, lot# 3540171 where the first back stop deployed only. Surgeon spent time removing this and it was disposed of. This is not available for investigation. Theatre time delay 10min approx. Repair not completed." Also see associated MDR 1221934-2013-00327.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Our affiliate has responded with the following statement indicating that details and event story line are lost in the user facilities memory: ¿sorry this was some time ago now and the theatre staff cannot remember all the details. They did not complete the surgery using omnispan¿¿ unsure if patient will undergo further surgery. My interpretation of this is that the meniscal repair using the omnispan system was abandoned, however, further information regarding whether the repair was completed by other means during this or any subsequent procedure is not available¿. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Our affiliate is reporting the following to us: "procedure: meniscal repair. Omnispan deployment gun would not fire second backstop, gun jammed. Surgeon has used numerous times with success, this time it seized up. First backstop deployed perfectly, 2nd would not. From the theatre and dr. (B)(6).: "this omnispan gun was faulty as it fired perfectly the first shot and then the spring would not retract, so wouldn't fire the second shot". Deployment gun available for investigation. Exp 04/2014. The 228142 omnispan meniscal repair system 27 degree with back stop was used, lot# 3540171 where the first back stop deployed only. Surgeon spent time removing this and it was disposed of. This is not available for investigation. Theatre time delay 10min approx. Repair not completed." Per follow-up e-mail correspondence on (B)(6), 2013, our affiliate states the following: "sorry this was some time ago now and the theatre staff cannot remember all the details. They did not complete the surgery using omnispan............ Unsure if patient will undergo further surgery." My interpretation of this is that the meniscal repair using the omnispan system was abandoned, however, further information regarding whether the repair was completed by other means during this or any subsequent procedure is not available. Also see associated MDR 1221934-2013-00327.